Event description:
The lateral poly insert disassociated from the tray anteriorly when the knee was brought into flexion during surgery. A pcl release was performed to unload the joint in flexion.

Manufacturer narrative:
The lateral poly insert disassociated from the tray anteriorly when the knee was brought into flexion during surgery. A pcl release was performed to unload the joint in flexion. Review of the device history record indicates that the device was manufacture to spec.